Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include nausea and their face was flushed. The patient reports after administering a correction bolus of 1.3 units of insulin their blood glucose level had no decreased. Once at the hospital emergency room the patients pod was removed. The patient was treated with 2 bags of intravenous fluids as well as long and short lasting insulin totaling 25 units. The patient was at the hospital emergency room for 6 hours. The patient reports once they were home from the hospital they were able to apply a new pod. The patients pod will not be returned as it has been discarded.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7.

Manufacturer narrative:
The returned device was evaluated and the pod arrived fully deployed. No timeouts or drive stalls were observed. No damages or deficiencies were observed that would affect insulin delivery. The pod functioned as intended.